Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin for several months resulting in episodes of low as well as high blood glucose levels. The customer stated that she had assistance in her own home from a family member, and in some cases, she had to call the ambulance and in other situations no help of a third person was necessary. The customer informed that from (B)(6) 2022 she kept facing low blood glucose episodes. On (B)(6) 2022 at dawn she faced low blood glucose levels and fainted, and she believed it was because the pump had administered more insulin than it was programmed to. Her sister, who is a physician, performed the first aid at home, and then she called the ambulance. One week later, she faced low blood glucose levels with loss of consciousness once again, and then she lost consciousness twice due to low blood glucose that week. No blood glucose values and test results were provided. However, lately, the customer was facing high blood glucose levels and she started noticing that the pump was not administering the correct amount of insulin. She mentioned that she needed to use an insulin pen to lower her blood glucose levels, as the pump was not operating as it should.